Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress in white strain relief. Wire fatigue. The reported event of a controller fault alarm was not confirmed. A review of the downloaded controller event log file spanned approximately 6 days (14nov2024 ¿ 17nov2024, 01jan2000, and 20nov2024 per time stamp). There were no notable alarms active in the log file that would result in a controller internal fault alarm. The pump appeared to function as intended. A review of the downloaded controller periodic log file spanned approximately 11 days at 1-hour intervals (on (B)(6) 2024 per time stamp). There were no other notable alarms active in the log file. The returned system controller, serial: (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that there were no log files submitted by the clinic, the cause of the controller fault was unknown, and the issue resolved after the controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including controller internal fault alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4- ¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged due to a controller fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that no log files were provided by the clinic. The cause of the controller fault was not explained by the patient. The patient was retrained. The controller exchange resolved the event.